Event description:
A pt was tested on an unk date for an acromion fracture with tension wires and screws. Subsequently, the pt returned to the surgeon complaining of pain. Examination and x-rays revealed a non-union of the acromion. The pt was returned to the operating room for removal of all hardware, which was reportedly intact. The pt was revised to two (2) 2.7mm locking compression plates and screws. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.